Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 553 mg/dl and 258 mg/dl, 178 mg/dl, and 366 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).